Event description:
It was reported to boston scientific corporation that a trapezoid rx lithotripter compatible basket was used during an ercp (endoscopic retrograde cholangiopancreatography) procedure performed on (B)(6), 2010. According to the complainant, during the procedure, upon capture attempt of the second stone, the basket failed to completely extend. The device was removed from the scope and it was observed that the sheath of the device had stretched. The procedure was completed with another trapezoid rx lithotripter compatible basket device. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be good.

Manufacturer narrative:
(B)(4) (side car pushback). The device has been received for analysis. Upon completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4)

Manufacturer narrative:
A visual examination found that the clear outer sheath/sidecar was pushed back from the distal end of the coil for a length of 1.5 millimeters. Additionally, peeling was identified and residue was present at the sidecar distal end. The clear outer sheath was found to be accordianed. Functionally, the basket failed to open. However, the basket was able to be forced open to find heavy residue and one of the basket wires deformed from usage. The condition of the returned incident device was consistent with the complaint that the basket of the device would not open. Residue, identified on the basket, appears to have caused an interference fit between the basket and coil assemblies which prevented the basket from opening. Therefore, the most probable root cause is operational context. A review of the device history record (DHR) was performed; no anomalies were noted. A search of the complaint database revealed that no similar complaints exist for the specified lot. (B)(4).

Event description:
It was reported to boston scientific corporation that a trapezoid rx lithotripter compatible basket was used during an ercp (endoscopic retrograde cholangiopancreatography) procedure performed on (B)(6), 2010. According to the complainant, during the procedure, upon capture attempt of the second stone, the basket failed to completely extend. The device was removed from the scope and it was observed that the sheath of the device had stretched. The procedure was completed with another trapezoid rx lithotripter compatible basket device. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be good.